Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while priming. The customer also received no delivery alarms. The no delivery alarms were recurring. The no delivery alarm was resolved with a complete set change. Two nights ago her blood glucose level went up to 501 mg/dl. The customer treated her blood glucose level with the insulin pump. The device was not returned.